Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the observations with the caller and suggested troubleshooting be performed. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Device evaluation noted normal device function. A review of the device data did identify a previous shocking impedance measurement greater than 200 ohms. The caller was inquiring if that could have caused the device tones. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating another red alert had been generated for this system due to an out of range shocking impedance measurement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.